Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the home pt's homechoice machine during dewll 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt woke and found that their transfer set was disconnected from the pt line of their homechoice set. Baxter's technical service center assisted the home pt's nurse in ending therapy. Therapy was completed with manual exchanges. Follow-up with the home pt's spouse revealed that the pt was a little disoriented upon waking and was not sure how they had become disconnected. The home pt's spouse stated that the pt was started on prophylactic antibiotics, and that no pt injury was associated with this incident.